Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached near the quick release. The patient noticed this issue in the morning when he woke up and his blood glucose level was reported to be 1.94 g/l (194 mg/dl). No further information available.